Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated after 60 pulses. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle deploying early. Though no issues were observed, it could not be determined when the pod deployed. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula deployed before being placed on the site indicating a needle mechanism failure. The pink slide did not move forward.